Event description:
It was reported that patient was being checked at the clinic and fainted. The patient fell to the ground and sustained a cut above the eye. The cut was treated. The patient had swelling after. The device was checked and no anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.